Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 300 mg/dl and a trace ketones. Reportedly, the customer administered a bolus and manual injections to treat bg. In the ER the customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released from the ER later that same day. The cause of the high bg was not determined. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. D2b d2b.